Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the ccd glass was broken. This event was caused by a component failure of ccd glass and the cause of the ccd glass failure could not be determined. The outer protective layer of the universal cord is scratched. This event was caused by a component failure of universal cord and the cause of the universal cord failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a broke charged coupled device (ccd) glass and the outer protective layer of the universal cord was scratched. There was no patient involvement.